Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
During cardiomems implant procedure, the sensor was unable to be separated from the delivery catheter after deployment. After removing the delivery system and sensor, a second access site was obtained via the right groin, and the sensor was able to be deployed and calibrated without issue. As the patient required a second access site, the patient's recovery time was lengthened as they needed additional bed rest.